Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, cleaning and the software was updated. To prevent anomaly, the following parts were replaced in accordance with the maintenance procedure: m series pollen filter, exhaust fan assembly, 43-micron filter, motor blower assembly, stirring fan foam, which was not related to the malfunction/issue.